Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator was alarming vent inop, motor fault, transducer fault, low positive inspiratory pressure, and low minute ventilation. The customer reported that they have no information that there was a patient.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue was due to solenoid failure.